Event description:
Doctor was using the instrument to drive the screw in to secure the acetabular cup to the acetabulum. The device got stuck in the screw and would not release. The doctor worked the device around and struck it a few times. Eventually, the end of the device broke off. It was flush with the screw head, so the surgeon proceeded with the surgery with no further incident being reported.

Manufacturer narrative:
This was the initial use of the instrument. As such, the most likely root cause is that the edges of the hex head of the driver were still sharp and caused it to bind in the screw.